Event description:
It was reported by the clinician that the pt had a peripherally inserted central catheter (PICC) placed approx one week ago. When the clinician returned to the bedside to check on the pt, he noticed that one of the pigtails was missing from the juncture hub. The pt was very sick and did not know what happened to the pigtail. The clinician stated, without too much speculation, that the pt tried to remove the PICC line manually. By doing this, he was able to dislodge the pigtail from the juncture hub. The pt was not injured and the PICC line was still working. As a result, the clinician exchanged the catheter.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.